Event description:
It was reported that prior to starting a da vinci s surgical procedure the prograsp forceps instrument didn't work. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. Engineering placed the instrument on an in-house is1200 system and it was driven. Recognition and engagement testing passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The functional performance testing did not find any issues. Engineering also found tube damage. The distal end of the main tube had various scratch marks with light material removal. The scratches were .080 - 1 in length and some were aligned with the main tube axis. Engineering concluded that the damage was likely caused by mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.